Event description:
It was originally reported the patient was referred for a generator replacement due to normal vns generator battery depletion. However, an implant card was later received which showed the lead was also replaced. The reason for lead replacement was marked as "lead discontinuity". The programming history database was reviewed and no anomalies were noted. The last diagnostic test performed, as shown in the available information, was noted to have occurred several years prior to the surgery, but showed that the device was working as intended at that time.